Manufacturer narrative:
Initial reporter: contact number not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor died on the motor device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the emitted an unusual loud sound and failed the temperature assessment in one minute and 30 seconds (140 degrees, should be below 118 degrees at 10 minutes). It was also observed that the drive shaft was broken. The assignable root cause was determined to be due to excessive force during use, which is abuse and misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device manufacture date was documented as aug 27, 2010. The correct manufacture date is oct 6, 2010 and has been updated to reflect this information. The conclusion was inadvertently documented - use error caused or contributed to event in the previous report. The correct conclusion - unable to confirm complaint and has been updated to correct this information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.